Manufacturer narrative:
(B)(4). The customer reported a pacer malfunction. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The pacer pca was found to be defective. Replacing the pacer pca resolved the reported issue. The device passed testing and was returned to the customer.

Event description:
The customer reported a pacer malfunction. There was no report of patient involvement.